Manufacturer narrative:
The lens was returned dry in a micro centrifuge vial with clear surgical residue/ debris on the product. Visual inspection found lens curved in and presence of debris on the lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6, -14.5/1.5/70 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved.